Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine (282mcg/ml at 160mcg/day), bupivacaine (18mg/ml at 10.2mg/day), and sufenta (300mcg/ml at 170mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and postlaminectomy pain. It was reported that the patient had an MRI on (B)(6) 2019 and did not have the pump status checked post MRI. On (B)(6) 2019, the hcp saw the patient and a motor stall was seen at initial interrogation. A motor stall recovery occurred upon this interrogation. They decreased the dose a little based on the event. No symptoms were reported. There were no further complications reported at this time.